Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the image being displayed intermittently could not be identified. However, it is likely the cause was related to electromagnetic compatibility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the intermittent image issue occurring in different rooms. Customer stated that this only happens when they use the electro surgical unit (esu). Customer noted a cable change in the room and attempted several other trouble-shooting options to eliminate the problem but were unsuccessful. Customer also stated that he believes the scopes are not the issue as they work properly in other rooms. Additionally, customer informed that he moved the esus to another room to test, and they functioned properly there. Customer then reported that this event has occurred with other units besides the subject device for this case and requested an olympus field service engineer for a facility visit to aid in the trouble-shooting process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, the evis exera iii video system center was experiencing an intermittent image in different rooms. There was no harm or user injury reported due to the event. Related complaints: (B)(4).